Event description:
The manufacturer received information alleging the machine flow sensor inaccurate measurements for a trilogy ev300 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the machine flow sensor inaccurate measurements for a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips service engineer (se) evaluated the device and determined the tubing, flow sensor, and software were causing the issue on the device. The philips se reseated the tubing and flow sensor and reloaded the software to address this issue. Additional findings not related to the malfunction/issue was the fio2 sensor. The philips se replaced the device's fio2 sensor to address this issue. Afterwards, the philips se performed the tests, and the tests had passed on the device.